Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 22-nov-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal pelvic pain/abnormal cramping and heavy bleeding (seen as genital haemorrhage). She underwent a total hysterectomy, left salpingectomy and bilateral oophorectomy. Despite the removal surgery, she still has pelvic pain. The events are anticipated in the reference safety information for essure. Pelvic pain and abnormal genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between reported events and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. The following months, plaintiff began experiencing abnormal menstruation pain, abnormal abdominal and pelvic pain, abnormal cramping, fatigue, heavy bleeding and prolonged menses. In or around (B)(6) 2010, she began experiencing back pain, pain during intercourse, hair loss, metal taste in her mouth, rashes and itching, weight fluctuations, numbness and tingling, and migraines. Plaintiff underwent the hysterosalpingogram test in (B)(6) 2010 which showed full occlusion of her fallopian tube. Over time, plaintiff complained about the symptoms she was experiencing to her doctor. On (B)(6) 2011, plaintiff underwent a total hysterectomy, salpingectomy, and oophorectomy to remove her cervix, uterus, left fallopian tube, and ovaries. She took twelve weeks to recover from this serious, painful and invasive removal surgery. Despite the removal surgery, she still has pelvic pain, headaches, and hair loss. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal pelvic pain/abnormal cramping and heavy bleeding (seen as genital haemorrhage). She underwent a total hysterectomy, left salpingectomy and bilateral oophorectomy. Despite the removal surgery, she still has pelvic pain. The events are anticipated in the reference safety information for essure. Pelvic pain and abnormal genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between reported events and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormal pelvic pain / abnormal cramping/ pain") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. 709952) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, seizure, tonsillectomy, smoker (one-half pack per day of tobacco.), pelvic pain, menorrhagia, laparoscopy, ectopic pregnancy and uterine bleeding. Previously administered products included for birth control: depo-provera from 2005 to 1-may-2011; for an unreported indication: imitrex, lupron, augmentin and maxalt. Past adverse reactions to the above products included drug hypersensitivity with augmentin, imitrex and maxalt. Concurrent conditions included muscle cramps, depression, anxiety and seizures. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstruation pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ abnormal bleeding( menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), acne ("hormonal changes describe: acne"), hirsutism ("hormonal changes describe: facial hair and more body hair"), skin discolouration ("rashes or skin conditions type: color change"), erythema ("rashes or skin conditions type: redness"), nausea ("nausea") and tooth disorder ("dental problems"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient experienced weight fluctuation ("weight fluctuations") with weight increased and weight decreased. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abnormal abdominal pain"), dysgeusia ("metal taste in her mouth"), rash ("rashes"), pruritus ("itching"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), dysphonia ("voice has changed"), dry skin ("dry patches ¿ resemble burns"), blister ("blisters"), arthralgia ("hip pain") and uterine pain ("uterus pain"). The patient was treated with ibuprofen, vicodin and surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, alopecia and headache had not resolved, the genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, back pain, dyspareunia, dysgeusia, rash, pruritus, weight fluctuation, hypoaesthesia, paraesthesia, migraine and fatigue had resolved and the vaginal haemorrhage, acne, hirsutism, dysphonia, skin discolouration, erythema, nausea, tooth disorder, dry skin, blister, arthralgia and uterine pain outcome was unknown. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, blister, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dysphonia, erythema, fatigue, genital haemorrhage, headache, hirsutism, hypoaesthesia, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, pruritus, rash, skin discolouration, tooth disorder, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, historical drug and concomitant disease, laboratory data (onset date of hsg updated), treatment drugs were added. On (B)(6) 2010, she implanted essure (previously reported as 2010). Added suspect drug indication and lot number. Added events hormonal changes describe: acne, facial hair and more body hair, voice has changed, abnormal bleeding(vaginal), rashes or skin conditions type: redness, color change, dry patches ¿ resemble burns, blisters nausea, dental problems, weight gain / loss, hip pain, uterus pain. Updated events and onset date. On (B)(6) 2018: reporters added and updated patient demographics. Historical condition, historical drug and concomitant disease, laboratory data (onset date of hsg updated), treatment drugs were added. Start date of suspect drug, indication, added events. Updated events and onset date. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormal pelvic pain / abnormal cramping/ apin") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. 709952) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, seizure, tonsillectomy, smoker (one-half pack per day of tobacco.), pelvic pain, menorrhagia, laparoscopy, ectopic pregnancy and uterine bleeding. Previously administered products included for birth control: depo-provera from 2005 to (B)(6) 2011; for an unreported indication: imitrex, lupron, augmentin and maxalt. Past adverse reactions to the above products included drug hypersensitivity with augmentin, imitrex and maxalt. Concurrent conditions included muscle cramps, depression, anxiety and seizures. Concomitant products included estradiol. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstruation pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ abnormal bleeding( menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne ("hormonal changes describe: acne"), hirsutism ("hormonal changes describe: facial hair and more body hair"), skin discolouration ("rashes or skin conditions type: color change"), erythema ("rashes or skin conditions type: redness"), nausea ("nausea") and tooth disorder ("dental problems"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient experienced weight fluctuation ("weight fluctuations") with weight increased and weight decreased. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abnormal abdominal pain"), dysgeusia ("metal taste in her mouth"), rash ("rashes"), pruritus ("itching"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), dysphonia ("voice has changed"), dry skin ("dry patches ¿ resemble burns"), blister ("blisters"), arthralgia ("hip pain") and uterine pain ("uterus pain"). The patient was treated with ibuprofen, vicodin and surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and headache had not resolved, the genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, back pain, dyspareunia, dysgeusia, rash, pruritus, weight fluctuation, hypoaesthesia, paraesthesia, migraine and fatigue had resolved, the alopecia was resolving and the vaginal haemorrhage, acne, hirsutism, dysphonia, skin discolouration, erythema, nausea, tooth disorder, dry skin, blister, arthralgia and uterine pain outcome was unknown. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, blister, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dysphonia, erythema, fatigue, genital haemorrhage, headache, hirsutism, hypoaesthesia, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, pruritus, rash, skin discolouration, tooth disorder, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of her fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received: event outcome updated for hair loss, concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.